Event description:
A report was rec'd that a pt was experiencing a burning sensation at the pocket site, and the physician determined that the discomfort was not due to the stimulation, and was caused by the pocket being in an area that is rubbed when the pt is sitting down. Attempts to charge the battery aggravated the pain. The pt is expected to undergo a procedure to revise the pocket.